Event description:
It was reported that after implantation of an unspecified promus stent on (B)(6) 2010 in an unspecified vessel, on (B)(6) 2013, the patient presented with recurrent ischemic symptoms lasting longer than 10 minutes, signifying a potential myocardial infarction. An electrocardiogram revealed no st elevation, depression, or bundle branch blocks. Angiography and a cardiac enzyme test were performed. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. The reported patient effects of ischemia and myocardial infarction, as listed in the promus everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.